Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (alarm 05 and alarm 19) occurred during the load sequence. The contact could not confirm whether the customer had followed the prompts on the pump and filled the cartridge at the appropriate time. A new cartridge was loaded resolving the alarms. There was no reported adverse impact to the customer's blood glucose level.